Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the rubber piece of the trocar fell into the patient cavity. The device fragment was not left in the patient cavity. The last known patient status was fine.